Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were not getting effective pain relief from their implant and the issue began this year. Patient stated they had an appointment with their healthcare provider tomorrow at 1:45pm. Patient mentioned manufacturer representative requested a CT scan to look at the placement of the wires because they aren't getting effective pain relief. Additional information was received from the patient. They reported that they had the spinal stimulator was installed to address leg pain not low back pain. When asked what steps were taken to resolve the issue they stated that a rep recommended replacing the wires two vertebrae higher to be effective for the back. This had not been resolved as it required the replacement of the wires. The patient (pt) provided information of their healthcare provider (hcp). The pt clarified replacement surgery was recommended, but did not indicate there was a date for planned replacement, or that replacement was going to take place at this time. Pt reported the issue was not resolved yet and the device is still in use. Additional information was received from the patient. The contact information for the doctor currently managing the device was provided. It was reported that a lead revision was planned, but the date of the planned surgery was unknown. The issue was not yet resolved and the device remained in the patient.

Manufacturer narrative:
Continuation of d10: product ID: 977a290; serial#: (B)(6); implanted: (B)(6) 2016; product type: lead. Product ID: 977a290; serial#: (B)(6); implanted: (B)(6) 2016; product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(6), ubd: 17-sep-2019, UDI#: (B)(4); product ID: 977a290, serial/lot #: (B)(6), ubd: 06-aug-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.